Event description:
It was reported that no capture was observed at high capture thresholds on the right ventricular (rv) lead. Programming changes were made. The rv lead was to be repositioned at a future date. The patient was stable.

Event description:
New information received notes the right ventricular (rv) lead was explanted and replaced. The patient was stable.